Event description:
It was reported that the device was used during a lap cholecystectomy. It was reported that it would not work. Another was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2005. H6: code 400 = detached clamp arm. Evaluation summary: the analysis results found that the device was returned with the clamp arm detached and missing. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed.